Event description:
Home patient (hp) reports leak in cassette of homechoice set in dwell, following a system error 2240 alarm, when fluid was noted on floor. Rn reports hp noted homechoice set leaked inside the door of homechoice device. Homechoice device was swapped and sample of homechoice set was discarded. Per rn, hp's transfer set was changed the following morning, and hp was treated with prophylactic antibiotics: 2 gms vancomycin x 1 and 40 mgs tobramycin x 1. Rn rptd no hp injury resulting from incident.